Event description:
It was observed that during the device evaluation, the forceps elevator wire of the ultrasound gastrovideoscope exhibited foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most likely cause of the foreign material was not removed because it was confirmed that the device was not used, and reprocessing was not performed. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.